Event description:
It was reported that while using the bd vacutainer® edta 2k that there was a hair in a tube. The following information was provided by the initial reporter: according to the customer's report, hair was found in a tube before usage.

Manufacturer narrative:
H.6 investigation summary: material #: 367846. Lot/batch #: 2109065. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.